Event description:
A (B)(6) male patient underwent carotid stenting on (B)(6) 2010. The physician chose to use the mynx for femoral artery closure following the procedure. There was no information provided regarding a femoral angiogram to assess suitability of closure, or any information pertaining to the steps performed in the deployment of the mynx device. The patient's act was 244. Reportedly, there was no complication with the mynx procedure and closure. The patient was discharged to home on (B)(6) 2010. Six days later, on (B)(6) 2010, the patient was readmitted to the hospital with drainage, pain, and a hematoma. Upon admission, the patient had an elevated white blood cell count of 12.6, an indication of a possible infection. The patient was put on vancomycin intravenously. The patient was ambulated and subsequently discharged on (B)(6) 2010 with no further clinical sequela. No further information was provided.

Event description:
It was reported that during a thyroidectomy procedure, the clips would not hold after placing. The surgeon used a new device to finish the intervention without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, clips with gap were fed. See attached pictures. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.